Manufacturer narrative:
The information provided by the customer and the field safety engineer (fse) was analyzed. The logfiles revealed a high number of retries to read the barcodes in this specific instrument, so it seems that some misalignment could cause the misreading. If the reading window is not centered in the samples rack reading aperture, the misread could take place in the extreme of that reading aperture, so some glaring (or any other optical effect) could have affected the bc reader generating the misreading. These misalignments are very rare to occur, and they can be caused due to a hit. However, it cannot be discarded that during the barcode reading, some condensed water drops or dust particles could interfere with the laser beam. The recommended barcode reader alignment and mirror cleaning, were already performed by the fse in the service visit, assuring that all hardware was aligned and working optimally. No new issues are reported. It is widely recognized that isbt code 128 has better accuracy as a result of reduced misreads during scanning. This code includes a checksum of the encoded data which provides an additional protection. However, although it is improbable, a misread barcode can still occur. The probability that this event could result in an adverse event is extremely low since, additionally to the low likelihood of a misread of the sample barcode, the instrument will not be able to assign any test received from the lis or middleware to the sample since the barcode will not match. In addition, the lis would also detect the discrepancy because the misread code either would not exist or would not correspond to a sample previously sent to the analyzer. At the time of this report there are 497 erytra instruments serviced by grifols active in the field. In the last two years only two cases have been reported, and in none of them the barcode misreading was assigned to any test, confirming the low likelyhood of this issue. As part of the improvement process of our products, in the next erytra software version 4.4, the configuration of the reader module will be modified in order to set up a double barcode scan (with two barcode readings each one), reducing even more the potential misreading.

Event description:
On (B)(6) 2022, the customer (B)(6), based in (B)(6), reported obtaining an erroneous barcode reading of a sample using automated instrument erytra sn (B)(4). Instrument read dn100011232200023 instead of dn100011202200353. The event was detected by the operator as the sample was not processed due to the incorrect barcode reading. The barcode was an isbt128 with checksum. Inserting again the same tube, the instrument correctly read the barcode. Note that when the customer is working in routine conditions, the instrument is interfaced with the lis. The lis would detect the discrepancy because the wrong code either would not exist or would not correspond to a sample previously sent to the analyzer, precluding the possibility of releasing the associated tests result to an incorrect sample identification number.